Event description:
It was reported that dissection occurred. The patient presented with a coronary artery disease and underwent percutaneous coronary intervention. The around 85% stenosed target lesion was located in the mildly tortuous and non-calcified right coronary artery. Following pre-dilatation of the lesion with 2.50 mm x 12 mm non-boston scientific balloon catheter, a 3.00 mm x 32 mm synergy drug-eluting stent (des) was fully deployed at 14 atmospheres with no issues. However, a flow limiting proximal edge dissection was observed. A 3.50 mm x 20 mm synergy des was then deployed to cover the dissection and the procedure was completed. The patient was stable post-procedure.